Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there were deflation issues, difficulty removing the device, stent thrombosis and the patient expired. During a non-bsc transcatheter aortic valve replacement (tavr) procedure, a 3.50 x 16 synergy ii stent delivery system was advanced through the left main (lm) artery and into the left anterior descending (lad) artery. While placing the valve it was noticed that it pinched off the lm. The synergy shaft was then withdrawn into the lm and the stent was expanded at 10-12 atmospheres, however only the distal half of the stent expanded. The pressure was increased to 20 atmospheres and the entire stent was expanded. While trying to deflate the synergy stent delivery balloon it would not deflate. The non-bsc tavr balloon had been expanded and the tavr valve was implanted, and there was concern that it may have damaged the synergy shaft during implant. The synergy was inflated several more times to 22 atmospheres and after about 10 minutes the balloon deflated. However, the left coronary system was occluded for approximately 10 minutes. The patient's blood pressure dropped and chest compressions were performed. Bypass surgery was performed and the stent delivery system was able to be removed. However, approximately 9 hours later the patient expired.